Event description:
Information was received from a patient who was receiving saline via an implantable infusion pump for non-malignant pain, chronic low back pain, and spinal pain. It was reported that the patient wanted the pump out because it had flipped. The patient stated sometimes they run the pump into things. After the pump flip the patient lost weight. In (B)(6) or (B)(6) the pump was filled with saline. The patient reported their doctor won't take the pump out. No out of box failure. There wasn¿t a medical/therapy problem related to a small components product reported. No further complications were anticipated/reported. The event reportedly took place "not even a year ago."